Manufacturer narrative:
On (B)(6) 2016, a medtronic representative went to the site to test the equipment. The gantry door of the image acquisition system (ias) was cycled numerous times, and functioned properly and quietly. No parts were replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, when they open and close the gantry door of the image acquisition system (ias), the system makes a lot of noise. No patient was present during this event, so no patient demographics are applicable.